Manufacturer narrative:
Date sent to FDA: 1/7/2019. No additional information provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a removal of mesh for recurrent central incisional hernia on (B)(6) 2016 and mesh was implanted due to pain and recurrent hernia. It was reported that the patient experience undisclosed injuries. No additional information provided.